Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cartridge was replaced thrice during preparation for a right thoracoscopic surgery for malignant tumor, however, the excessive force indicator was displayed and the firing could not be performed. Surgeon replaced all the components to resolve the issue. No patient involvement.